Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer septal occluder was selected for an implant. During the procedure the left dish failed to fully open and remained in a drooping state while releasing the occluder using 8f amplatzertorqvue delivery system. It appeared cobra in shape and was removed from the patient prior to released from the delivery cable. Subsequently, device was replaced with a 32mm amplatzer septal occluder, but the left dish became bulbous during deployment ultimately resulting in the failure of the surgery. There was no angulation or kink noticed in the delivery system and interaction with cardiac structures during deployment. A 30mm amplatzer septal occluder was successfully implanted. Patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, a video was received from the field and it appeared to show the device deformity. However, it could not be confirmed as there was no deformation during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that there was anatomical interference, there was not any angulation or kink in the delivery system upon deployment, and an 12f size delivery system was used. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer septal occluder was selected for an implant. During the procedure the left dish failed to fully open and remained in a drooping state while releasing the occluder using 8f amplatzer torqvue delivery system. It appeared cobra in shape and was removed from the patient prior to released from the delivery cable. Subsequently, device was replaced with a 32mm amplatzer septal occluder, but the left dish became bulbous during deployment ultimately resulting in the failure of the surgery. There was no angulation or kink noticed in the delivery system and interaction with cardiac structures during deployment. A 30mm amplatzer septal occluder was successfully implanted. Patient is stable. Subsequent to the previously filed report, additional information was received. The occluder was selected for an implant using an 12f amplatzer torqvue delivery system.